Event description:
It was reported that the user¿s ilet battery depleted after first use, and the user disconnected the system to charge, resulting in incomplete charging until the belt clip obstructing the charger was removed; the user received education on charge time from a dead battery and the need to keep the ilet connected, especially during the learning phase. Symptoms included hyperglycemia with a reported blood glucose of 266 mg/dl. Outcomes included stabilization of blood glucose back in range after proper charging and continued connection. Investigation included customer support troubleshooting and user education regarding charging procedures and device use while connected. Investigation of this case revealed user technique issues related to charging obstruction from the belt clip and disconnection during charging, which contributed to hyperglycemia; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and use environment factors contributing to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.